Manufacturer narrative:
H3 evaluation summary: the device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and quality documentation. One used sample was received at the manufacturing site for evaluation. Visual and functional inspection was performed, and air was found in the line. The device does not meet specifications. The root cause will be determined through a corrective and preventative action (CAPA). This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the client has been observing air in the line greater than 1 inch. The problem has been consistent with the case she is currently using with many of the bags not usable. This client is very familiar with the product and has been using it for many years. There was no harm to the patient.